Event description:
It was reported that the patient was admitted to the nicu due to neonatal distress. The infant was placed on invasive ventilator support with continuous monitoring of end-tidal carbon dioxide (etco2) levels. At approximately 5:00 pm, etco2 readings were within normal limits. However, during a routine check at 9:00 pm, the attending physician found that the monitor no longer displayed etco2 readings. Reconnection of the sampling tube did not resolve the issue. The sampling tube was then replaced with a new one, after which normal etco2 monitoring resumed. The infant's vital signs remained stable, and no adverse outcomes occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.